Event description:
Reportedly, on (B)(6) 2024, a patient informed the help desk that the status light of the home monitor remained orange. It was tried to send data several times since (B)(6) 2024, but were not able to do so. Following instructions to improve the situation, it remains unchanged with the light still orange and the wirex light did not flash red. The same situation occurred on (B)(6) 2024 without any improvement.

Manufacturer narrative:
Analysis synthesis: upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and no communication was possible. The observed issue could have resulted from a corruption of the flash memory or a corrupted operating system, which prevented the home monitor from booting properly. However, the root-cause of this issue could not be fully identified, as the subject home monitor is permanently damaged. This case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2024, a patient informed the help desk that the status light of the home monitor remained orange. It was tried to send data several times since (B)(6) 2024, but were not able to do so. Following instructions to improve the situation, it remains unchanged with the light still orange and the wirex light did not flash red. The same situation occurred on (B)(6) 2024 without any improvement.